Manufacturer narrative:
Jin, h., liu, z., chang, q., chen, c., ge, h., lv, x., <(>&<)> li, y. (2017). A challenging entity of endovascular embolization with onyx for brainstem arteriovenous malformation: experience from 13 cases. Interventional neuroradiology, 159101991771167. Doi:10.117 7/1591019917711679. The distal part of the marathon catheter was retained in the patient; the remainder of the marathon catheter has not been returned for evaluation. Product analysis cannot be performed. The reported event could not be confirmed. The information provided in the article is not enough to conclusively determine the cause of the event. Mdrs related to this article: 2029214-2017-00915, 2029214-2017-00916, 2029214-2017-00917. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of patient death after marathon retainment. The purpose of this article was to present the experience of onyx embolization of brainstem arteriovenous malformations (avms). The authors reviewed 13 patients who underwent 14 onyx embolization procedures to treat brainstem avm. Of the patients, 8 were male and 5 were female; the mean age was 29.9 years. Patient no. 13 (male, 57 years) presented with hemorrhage and underwent onyx embolization of a 30mm arterior medullary avm. Onyx resulted in partially occlusion of the avm. There was excessive reflux during the procedure, which caused vessel occlusion. In addition, it was noted that there was difficulty retrieving the distal part of the marathon catheter, which was entrapped after injecting onyx into the tortuous feeding artery. The distal part of the marathon was retained. During the perioperative period, the patient experienced acute central medullary infarction and passed away.

Manufacturer narrative:
Mdrs related to this article: 2029214-2017-00915; 2029214-2017-00916; 2029214-2017-00917; 2029214-2017-01261; 2029214-2017-01262; 2029214-2017-01263; 2029214-2017-01264; 2029214-2017-01265. If information is provided in the future, a supplemental report will be issued.